Event description:
A return was received stating that the green tubing (irrigation line) pulls apart from white on the end. It was discovered during set up. Another pack was used and there was no effect on the pt.